Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse spoke to the customer biomedical engineer (biomed). The biomed reported that alarms in the web access system were delayed. The fse explained that the web access service cannot be used to monitor patients in real time. Based on the information available, the cause of the reported problem was the customer expecting to monitor patient in real-time using the web service, when they cannot. The reported problem was not confirmed. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Update s due to information during investigation: d: manufacturing site e: occupation g: contact office manufacturing site contact office entity 510k.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that monitor alarms arrive at the central with a delay of 30-40 seconds. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.